Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were getting air bubbles in the reservoir. Blood glucose level at the time of the incident was not provided but stated it was high due to flu. Air bubbles were noticed by the customer after changing the site. Advised customer with the proper fill reservoir technique. Customer's parent declined troubleshooting for high blood glucose. The reservoir was not returned.